Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent treatment of an acute ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that a trunk-ipsilateral leg component at the lowest renal artery; however, the contralateral gate could not be cannulated reportedly due to the patient's large tortuous aneurysm sac. It was reported that the patient was converted to an aorto-uni-iliac using an additional trunk-ipsilateral leg component with an extension into the right external iliac artery with a contralateral leg component. A femoral-femoral bypass and abdominal fasciotomy were also performed. The patient was reportedly stable at the completion of the procedure with exclusion of the aneurysm.